Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date in 2019 and suture was used. The needle separated from the suture during use. It is unknown if another like device was used to complete the procedure. There were no adverse consequences for the patient reported.